Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that machine is not switching on. Upon functional test fse found defective suite pc. Fse replaced suite pc. After replacement of the suite pc, system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the azurion system is not turning on.the device was not in clinical use. No harm was reported.a philips field service engineer (fse) visited the site and replaced the suite pc which returned the device to use in good working order.